Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer received multiple occlusion alarms. The customer changed the infusion set site 3 times and the tubing once. The customer's blood glucose (bg) level was 400 mg/dl. After delivering a bolus to address the high bg level, the customer's bg dropped to 41 mg/dl. Food and juice were consumed to address the low bg. Tandem technical support had the customer perform a system check using the current supplies on the pump and the occlusion appeared to possibly be related to the infusion set site; however, the customer indicated that humalog had been used in the cartridge for 5 days.